Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message was not confirmed during functional testing; however, was confirmed during archive data review. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The root cause for the (ua) 45 error message was due to the driveshaft not being at the home position which is likely attributed to user error. In addition, the customer reported complaint of the grinding noise could not be duplicated during the functional testing of the platform. The autopulse platform worked as intended. During the visual inspection, a cracked front enclosure was noted. The observed physical damage was unrelated to the reported complaint and likely attributed to user mishandling such as a drop. The front enclosure was replaced to remedy the observed damage. Also, unrelated to the reported issue, a stiff manual rotation of the driveshaft was observed on the returned autopulse platform. This type of stiff rotation of the driveshaft issue is likely due to the normal use of the device. The clutch area was cleaned to remedy the driveshaft issue. In addition, unrelated to the reported complaint, noticed that the device was not in a level due to missing grip strips, the grip strips were installed to eliminate the movement of the platform during the use. The grip strip was replaced to address the observed issue. During initial functional testing, the autopulse platform was tested with the manikin (30:2 compressions) and continuous compressions without any faults or errors. A load cell characterization check was performed and confirmed that both load cell modules are functioning within the specification. A review of the archive data showed (ua) 45 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The error messages were cleared by the user. Also, unrelated to the reported complaint, the archive data review showed the occurrence of multiple (ua) 18 (max take-up revolution exceeded), (ua) 19 (max applied load exceeded), and one (ua) 02 (compression tracking error) error messages around the reported event date. These error messages were cleared by the user. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The (ua) 18 is an indication that autopulse platform has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. The (ua) 19 error message recorded in the archive data is easily clearable by the user. The (ua) 19 error message alerts the operator that the load plate has detected too much weight being applied. Also, (ua) 19 is a common error when the manikin gets "bouncy" during run-in testing. The (ua) 19 error message can be cleared by restarting the platform. The (ua) 02 is an indication that the platform has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Following service, the autopulse platform was subjected to final functional testing with the manikin (30:2 compressions) and continuous compressions with good known test batteries until discharged without any fault or error.

Event description:
During shift check, the autopulse platform (sn (B)(4) ) displayed multiple user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages when used with a manikin. Per a reporter, there was no issue with the lifeband placement position or the weight of the manikin. The user was able to clear the user advisory (ua) 45 error by pulling up the lifeband, however, the platform made a grinding sound that was noted only once. No patient involvement.